Event description:
Complainant alleged that during biomed testing, the measured output energy was out of tolerance on the device. Complainant indicated that there was no pt involvement in the reported malfunction.